Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the reported event. The treatment for the peritonitis included intraperitoneal injections of reflin (1gm once a day) and fortum (1gm once a day). The actions taken with the pd therapy and the outcome of the peritonitis were not reported. Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report is for an unknown titanium adapter, (B)(4) addresses the transfer set report and (B)(4) addresses the minicap report for this patient. If additional relevant information is obtained, then a follow-up MDR will be submitted.